Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back aches') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("other injuries/symptoms: headaches"), dysgeusia ("metal taste in the mouth"), muscle spasms ("muscle cramps") and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2012. At the time of the report, the back pain, menorrhagia, headache, dysgeusia, muscle spasms and feeling abnormal outcome was unknown. The reporter considered back pain, dysgeusia, feeling abnormal, headache, menorrhagia and muscle spasms to be related to essure. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received- new events added: menorrhagia (heavy menstrual bleeding), headaches,back aches, metal taste in the mouth, muscle cramps, brain fog were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.